Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced difficulty in walking due to lower limb atonia caused by excessive dosage. The patient repeatedly experienced the difficulty in walking. The device system delivered baclofen.